Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the injury. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone14.7 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2025 the patient sought medical attention at a hospital due to bleeding from the pod¿s infusion site (abdomen). The patient reported that when the pod was removed there was a ¿gush of blood¿ from the infusion site. The patient attended the hospital where they had stitches. The patient also reported that they were taking an unspecified blood thinning medication prior to this incident and their dose has since been reduced as a result.